Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she kept seeing the status row and the implantable neurostimulator recharger (insr) charge complete screen when the recharger was plugged into the wall. It was noted that screen was normal, and the insr was working as designed. The patient reported not being able to recharge. The patient noted having some health issues and surgery last (B)(6), and that she had not use the implantable neurostimulator. The patient noted that the last time the ins was recharged successfully and the patient felt stimulation was 2015. The patient was not charging the ins as it was stimulating everything. The reposition antenna screen appeared on the insr. The patient noted having no issue finding the right spot in the past. The patient was unable to communicate with the patient programmer. The patient was not able to power on at all and noted using (B)(6) batteries rather than alkaline batteries. It was recommended that the patient replace the batteries with aaa alkaline batteries. It had been more than three months since the last time the ins was charged and an overdischarge suspected. Additionally the patient was having problems with diarrhea. Indication for use included non-malignant pain, post lumbar laminectomy syndrome.

Manufacturer narrative:
(B)(4). Review of this MDR and additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.